Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel which was thought to possibly be due to electromagnetic interference (emi). Boston scientific technical services (ts) was consulted and discussed that the noise signal could also be oversensing of the minute ventilation. Signal. It was noted that there was no pacing inhibition due to the oversensing, thus no changes were made to the system and the plan was to wait for the next follow up visit. Approximately one year later it was reported that the patient had been seen six months earlier where non-sustained episodes due to noise on the rv channel were observed. The medical personnel noted that the noise appeared to present the same as it did previously. They also found that the rv lead had a lead safety switch (lss) and was in unipolar due to an out of range impedance measurement. The hcp noted that she tested the lead in bipolar and everything was stable with good diagnostics. The sensing was changed back to bipolar and the lss was reset. The cause of the noise and out of range impedance measurement remained unknown. The pacemaker and rv lead remain in service and no adverse patient effects were reported.